Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 46 mg/dl. The customer was treated for the low blood glucose with food. The customer mentioned that they had issues with delivery anomalies form their insulin pump where the device would deliver too much insulin causing low blood glucose levels. The alarm on the device was cleared. The customer did not return the product back for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.